Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient diagnosis: perforated stomach.

Event description:
It was reported that on (B)(6) 2020 a secondary infusion of potassium chloride (10 meq in 100ml) was programmed for a rate of 100ml/h and started on pump module sn (B)(4) at 2:28pm as a piggy-back onto the lactated ringers primary infusion (1l, rate of 95 ml/h), however the secondary infusion completed faster than expected when the bag was unexpectedly found dry at 3pm, 40 minutes after the infusion was started (should have infused over 60 minutes). This same discrepancy also occurred on pump module sn (B)(4) with an ertapenem secondary infusion (1g in 100ml, rate of 200ml/h) which was started at 2:47pm but also found unexpectedly found dry at 3pm (should have infused over 30 minutes). There was concern expressed about the tpn, however the reporter could not determine if it had over infused or not. A 720 ml bag of tpn was started on (B)(6) 2020 on pump module sn (B)(4) at 8:09am at a rate of 30 ml/h. The clinician measured 283 ml remaining in the bag/tubing when the pump was removed from service at 3pm. According to the customer's infusion report, 481.2 ml of tpn infused which would leave a vbti (volume to be infused) of 238.8 ml, so it did not appear a tpn over infusion occurred, but this channel appeared to have either under-infused or there was overfill in the bag that the clinician could not account for. There was no patient impact or harm.

Event description:
It was reported that on (B)(6) 2020 a secondary infusion of potassium chloride (10 meq in 100ml) was programmed for a rate of 100ml/h and started on pump module sn (B)(6) at 2:28pm as a piggy-back onto the lactated ringers primary infusion (1l, rate of 95 ml/h), however the secondary infusion completed faster than expected when the bag was unexpectedly found dry at 3pm, 40 minutes after the infusion was started (should have infused over 60 minutes). This same discrepancy also occurred on pump module sn (B)(6) with an ertapenem secondary infusion (1g in 100ml, rate of 200ml/h) which was started at 2:47pm but also found unexpectedly found dry at 3pm (should have infused over 30 minutes). There was concern expressed about the tpn, however the reporter could not determine if it had over infused or not. A 720 ml bag of tpn was started on (B)(6) 2020 on pump module sn (B)(6) at 8:09am at a rate of 30 ml/h. The clinician measured 283 ml remaining in the bag/tubing when the pump was removed from service at 3pm. According to the customer's infusion report, 481.2 ml of tpn infused which would leave a vbti (volume to be infused) of 238.8 ml, so it did not appear a tpn over infusion occurred, but this channel appeared to have either under-infused or there was overfill in the bag that the clinician could not account for. There was no patient impact or harm.

Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of infusion completing sooner than expected was not confirmed or reproduced during testing. However backflow was observed from the secondary to the primary during testing; the secondary IV bag empty would give the impression that the infusion has completed faster than expected. Review of the pcu error log showed no errors were recorded on the event date. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 12:04 pm on (B)(6) 2020; same patient and same profile were selected. On the reported event date: o channel a (lvp sn (B)(6)) successfully completed a secondary infusion at a rate of 200 ml/hr and was infusing a primary infusion at a rate of 20 ml/hr before being channeled off at 3:44 pm. O channel b (lvp sn (B)(6)) successfully complete multiple secondary infusions at a rate of 100 ml/hr and was infusing a primary infusion at a rate of 95 ml/hr before being channeled off at 3:45 pm. O channel c (lvp sn (B)(6)) experienced multiple patient side occlusion alarms while infusing a primary infusion at a rate of 30 ml/hr. The device was channeled off at 3:45 pm. Testing showed the devices were delivering IV fluids within specification. Functional testing of the event administration set (channel a) showed backflow from the secondary to the primary. Concentricity testing was performed on the primary administration set¿s pumping segment. The pumping segment was found to be in specification. Functional testing of the event administration set (channel b) showed backflow from the secondary to the primary. Backflow testing was performed using the returned sets. Backflow was observed. Concentricity testing was performed on the primary administration set¿s pumping segment. The pumping segment was found to be in specification. Functional testing of the event administration set (channel c) showed no anomalies. Device inspection: inspection of channel a (lvp sn (B)(6)) showed no anomalies during disassembly of the pumping mechanism. Inspection of channel b (lvp sn (B)(6)) showed no anomalies during disassembly of the pumping mechanism. Inspection of channel c (lvp sn (B)(6)) showed no anomalies. Inspection of the event administration set showed no anomalies. Root cause analysis: the proximate cause of the customer¿s complaint of infusion completing sooner than expected on pump module sn (B)(6) and pump module sn (B)(6) is believed to be the result of secondary IV bag fluid flowing past the back check valve into the primary IV bag. The secondary IV bag empty would give the impression that the infusion has completed faster than expected. The root cause of the back flow is attributed to a damage or malfunctioning back check valve. The root cause of the customer¿s complaint of under infusion on pump module sn (B)(6) was not identified. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (06feb2020). A review of the device service history record was performed beginning from the date of manufacture to the present date (11dec2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.